Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a bleeding rash underneath the lifevest. The patient was in a rehabilitation facility and the lifevest garment was not being changed regularly. The patient was issued replacement garments. The patient's nurse was treating the irritation with cortisone cream, and the patient's rash improved.